Manufacturer narrative:
The device was received for evaluation. During evaluation, the device pump door was open and device does not alarm to close the door or prompt to load a set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the damaged upper latch switch. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device tried running a loaded set but device didn't prompt to load a set or keyhole. The pump door is open and device does not alarm to close the door or prompt to load a set.no additional information is available.